Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device shut down in the middle of a procedure, which would result in a loss of image. There were no reported adverse consequences as a result.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hub turned off in the middle of the operation probable root cause: cables, connectors, sources, or sinks. Capture card, motherboard, power supply, sdc firmware, over-heating (air duct, fans, heat sinks, dust, vents), sdc application software [cor, ip], clarity package, clarity algorithm, manufacturing defects (process, workmanship), use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the device shut down in the middle of a procedure, which would result in a loss of image. There were no reported adverse consequences as a result.